Event description:
A problem was reported. Patient¿s wife reported that the patient got implant in (B)(6) and the hcp were slowly increasing his settings and patient had been in horrific pain. Stated patient was taken off all oral medications and hcp wanted patient to rely on pump. Patient went in to hcp weekly to get a slow increase in dosage but yet his pain had been a rating of 8. After the pain relief wears off the patient ended up in bed. Caller stated hcp did not know how long could take for patient to reach the pain relief but there could be a long way. Patient was on oral methadone when pump was implanted and the intentions were to increased pump therapy and decrease the methadone. After every dosage increase the relief might last up to 4 days maximum. She stated patient was on ½ methadone pill versus where he started. She indicated hcp explained the maximum dosage increase at a time is 22% but used caution because urinary system. Patient could sometime feel the change, sometimes he couldn¿t. She noted, the patient was on his crutches and has suicidal thoughts ¿ he said, he was going to kill himself. Information received from company representative about two month after reported event indicated the patient was implanted with the pump on (B)(6) 2012. The implant was successful, and without incident. The system was used to deliver morphine. Concentration was not indicated. Representative indicated receiving a call from patient¿s wife several days after surgery in which she expressed patient¿s site pain/discomfort. If additional information is received a report will be provided.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8 590-1 lot# n316580, implanted: 2012 (B)(6), product type accessory. (B)(4).